Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system to discuss timing concerns observed in a stored non-sustained ventricular tachycardia (nsvt) episode. Upon review, technical services (ts) explained that the timing of events were being influenced by rythmiq. The device was in aai with vvi back up mode, which resulted in a mismatch between the atrial and ventricular pacing. Additionally, t-wave oversensing was observed. It was noted that the patient frequently went on walks, and the patient's heart rate would increase up to 140 beats per minute (bpm) during walks and while at home. Technical services (ts) reviewed troubleshooting options and programming considerations for the observed t-wave oversensing and minute ventilation (mv). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system to discuss timing concerns observed in a stored non-sustained ventricular tachycardia (nsvt) episode. Upon review, technical services (ts) explained that the timing of events were being influenced by rythmiq. The device was in aai with vvi back up mode, which resulted in a mismatch between the atrial and ventricular pacing. Additionally, t-wave oversensing was observed. It was noted that the patient frequently went on walks, and the patient's heart rate would increase up to 140 beats per minute (bpm) during walks and while at home. Technical services (ts) reviewed troubleshooting options and programming considerations for the observed t-wave oversensing and minute ventilation (mv). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system to discuss timing concerns observed in a stored non-sustained ventricular tachycardia (nsvt) episode. Upon review, technical services (ts) explained that the timing of events were being influenced by rythmiq. The device was in aai with vvi back up mode, which resulted in a mismatch between the atrial and ventricular pacing. Additionally, t-wave oversensing was observed. It was noted that the patient frequently went on walks, and the patient's heart rate would increase up to 140 beats per minute (bpm) during walks and while at home. Technical services (ts) reviewed troubleshooting options and programming considerations for the observed t-wave oversensing and minute ventilation (mv). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h4: date of manufacture corrected to 09/20/2017.